Manufacturer narrative:
(B)(4). Universal modular electric/battery double trigger handpiece part number 89-8507-400-00, serial number (B)(4) was returned for complaint investigation. Visual and functional test were performed. Upon receipt, it was confirmed that the controller board wires were damaged. As repair, potted wired controller was replaced. After final testings, the device was sent back to the customer.

Event description:
It was reported that the modular electric/battery double trigger handpiece 89-8507-400-00 serial number (B)(4) stopped working and/or was working intermittently. A new information was received on the (B)(6) 2019 that a delay occurred but the time is unknown. There was no additional harm or injury to patient/operator reported.